Event description:
During procedure, it was reported that the stent broke off during removal through the carotid stent. The physician was able to retrieve the stent with a merci retrieval device. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).